Event description:
Additional information was received from a healthcare provider via a company representative. The patient was referred back to the surgeon. No further actions were planned at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-apr-20, additional information was received from the manufacturer representative (rep). It was reported the patient present ed on (B)(6) 2021, for a pump pocket revision to correct positioning of the flipped pump. In pre-op on (B)(6) 2021, the patient reported that they sometimes have a pump on their back near the spinal incision that comes and goes and varies in size. The patient stated they first began to notice it approximately 2 months ago. The cause of the event was undetermined. Intra-op, the pump was found to be flipped in the pocket. The hcp aspirated 2 cc from the catheter access port (cap), and then proceeded with a dye study. No leaks or issues with the catheter were determined. The pump was re-secured in the pocket. No further interventions planned at this time. The flipped pump issue was resolved. The patient's medication and dosing of the pump was unchanged since initial report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was received ing hydromorphone (10 mg/ml at .701 mg/day) via an implantable pump for spinal pain. It was reported that the patient came in on the day of the report ((B)(6) 2021) for a normal pump refill however the hcp was not able to access the reservoir. The rep reported they did an ap (anterior posterior) x-ray of the pump and the cap (catheter access port) and the connector was pointing counter-clockwise. It was reviewed this would indicate the pump was flipped and it was determined the pump was flipped. The hcp would be updating the programming and redirecting the patient to the surgeon. The rep confirmed the patient had been getting good therapy and they were able to successfully update the pump with the clinician programmer. The ptm (personal therapy manager) handset was able to connect.